Event description:
Event description boston scientific (bsc) received information that one year following implant, both the atrial and ventricular leads were explanted and sent to pathology following fracture. Both leads indicated lead impedance measurements of <100ohms and the visually identified fractures were localized to the clavicular region. No adverse patient effects were reported. Both leads were successfully replaced, but the manufacturer of the leads was not reported. It was also stated that these fractured leads will not be returned.